Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the sample probe, cc cuv dry tip and tubing, peristaltic head (rohs) of the architect c16000 processing module. The part replacement resolved the issues and there were no additional result issues reported since the parts were replaced. The sample probe, cc cuv dry tip and tubing, peristaltic head (rohs) were determined to be the likely causes of the result issues. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. Review of the instrument service history for architect c16000 processing module serial number (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the sample probe, cc cuv dry tip and tubing, peristaltic head (rohs) or the architect c16000 processing module. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for one sample. The following results were provided: sid (B)(6) magnesium initial result = 93.5 mg/l, repeat result 20.5 mg/l. The approximate reference (normal) range 16.0 to 26.0 mg/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for one sample. The following results were provided: sid (B)(6) magnesium initial result = 93.5 mg/l, repeat result 20.5 mg/l. The approximate reference (normal) range 16.0 to 26.0 mg/l. No impact to patient management was reported.